Event description:
On (B)(6) 2011, the pt reported experiencing a bent infusion set cannula. She stated a few hours after inserting the headset, her blood elevated to 330 mg/dl. Her target blood glucose range is 88-250 mg/dl. She removed the headset and found the cannula was bent. She switched to a different type of infusion set and bolused to lower her blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.